Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was given.

Event description:
It was reported that during a procedure, the device fell apart while the physician was trying to insert into patient. It was reported that there were parts that fell into the patient cavity, but were removed. There was no patient injury or consequence reported but the procedure time was extended.